Manufacturer narrative:
Investigation: customer returned (2) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 7156943. Customer states that the needle was through the shield. Both returned syringes were examined and both exhibited the cannula through the shield, exposing the cannula. A review of the device history record was completed for batch # 7156943 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Needle was bent during the shielding process and was not detected at the point inspect machine, where an electrical current is passed over the shield and ejects parts where an arc is detected. Additionally, needle through shield would have had to pass through undetected by the camera system utilized on the production line. Both systems are challenged at regular intervals during production. Per the DHR batch #7156943 had needle hubs produced on needle line 6 and 10 prior to CAPA #91661 which improved lighting for the point and angularity inspection machine.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 10bag 500 l amr had sterile breach. The following was reported, "when customer opened the package she noticed that 2 syringes were with the needle through shield, in its lateral, making impossible to remove the shield."

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 10bag 500 l amr had sterile breach. The following was reported, "when customer opened the package she noticed that 2 syringes were with the needle through shield, in its lateral, making impossible to remove the shield".